Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 30-jun-2023 investigation summary one sample and four photos were received for quality investigation. The customer complaint of leakage could not be verified by evaluation. Leakage of the sample could not be replicated when connecting the extension set to a syringe filled with water, and pushing water through the sample while the other end was capped. There was no indication of leakage from the sample. A device history record review for model 10014914 lot number 22125455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the reported leakage was not determined because the failure could not be replicated.

Event description:
It was reported that 2 bd alaris syringe module syringe administration sets were leaking. The following information was provided by the initial reporter: verbatim: - was there any patient involvement? A couple of these were used on patients, and the tubing set started leaking - if yes, what is the patient outcome? Had to change the tubing set - was there any adverse event or serious injury? No.

Event description:
It was reported that 2 bd alaris syringe module syringe administration sets were leaking. The following information was provided by the initial reporter: verbatim: was there any patient involvement? A couple of these were used on patients, and the tubing set started leaking. If yes, what is the patient outcome? Had to change the tubing set . Was there any adverse event or serious injury? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.